Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and was observed to be non-functional. The data log could not be retrieved and functional testing could not be performed because the device is non-functional.. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.